Event description:
A patient experienced myocardial trauma. A nrg transseptal needle was selected for use for a clinical pulse field ablation. Shunt left-right on tte was noticed one year post-ablation. Suspected cause transseptal during the procedure. No intervention was done, the patient did not require hospitalization neither medication. The myocardial trauma was not treated. Patient reported as asymptomatic, nothing to report on patient health status.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A patient experienced myocardial trauma.a nrg transseptal needle was selected for use for a clinical pulse field ablation. Shunt left-right on tte was noticed one year post-ablation. Suspected cause transseptal during the procedure. No intervention was done, the patient did not require hospitalization neither medication. The myocardial trauma was not treated. Patient reported as asymptomatic, nothing to report on patient health status.

Manufacturer narrative:
Device technical analysis:boston scientific is in progress with the attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Hence, the reported allegation can't be confirmed.device history record review:the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications.labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment:a review of the nrg transseptal needle risk documentation was completed and confirmed that the event of cardiac trauma was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Given this presentation, the event is consistent with minor, self-limiting tissue injury. Tissue damage, which includes tissue effects that are transient, do not require medical or surgical intervention, and do not lead to functional impairment or device revision.investigation conclusion:based on the information provided, the reported event of cardiac trauma is a known inherent risk of the nrg transseptal needle device. Therefore, boston scientific have assigned the conclusion code of known inherent risk of device. There is no evidence in the complaint narrative to suggest that the device did not meet design intent, and device-related failure cannot be confirmed.